Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a remote home monitoring alert for high out of range shock impedance measurements of greater than 400 ohms. A stored untreated episode due to t-wave oversensing was also observed. Technical services (ts) was consulted and discussed the possibility of a lead fracture. The patient was brought into the clinic and an x-ray was taken which confirmed the electrode was fractured. Ts discussed that the electrode will need to be explanted and replaced. At this time the electrode remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a remote home monitoring alert for high out of range shock impedance measurements of greater than 400 ohms. A stored untreated episode due to t-wave oversensing was also observed. Technical services (ts) was consulted and discussed the possibility of a lead fracture. The patient was brought into the clinic and an x-ray was taken which confirmed the electrode was fractured. Ts discussed that the electrode will need to be explanted and replaced. At this time the electrode remains in service and no adverse effects were reported. Additional information was received that the electrode was returned for analysis, thus indicating it was explanted.

Event description:
It was reported that there was a remote home monitoring alert for high out of range shock impedance measurements of greater than 400 ohms. A stored untreated episode due to t-wave oversensing was also observed. Technical services (ts) was consulted and discussed the possibility of a lead fracture. The patient was brought into the clinic and an x-ray was taken which confirmed the electrode was fractured. Ts discussed that the electrode will need to be explanted and replaced. At this time the electrode remains in service and no adverse effects were reported. Additional information was received that the electrode was returned for analysis, thus indicating it was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed at approximately 325 mm from the terminal end. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 325 mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture and high shock impedance measurements appear to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.